Event description:
Arthrex component of ar-4550 knee scorpion needle tip broke off in pt's knee joint during surgery and seen on x-ray post op. Surgeon chose to monitor pt and not go in after the tip.